Manufacturer narrative:
(B)(4) (lens flipped and inserted) - the product pertaining to this complaint was not returned for evaluation. Method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the same work order. Conclusions - : based on the complaint history, work order search, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens. Lens flipped as it was inserted into the eye. The lens was cut to remove from eye. No enlarged incision and no suture needed. There was no pt injury. Backup lens was implanted. The lens was thrown away.